Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. It was noted the patient was not sure if the stimulation was too high or it was an actual shocking sensation. It was noted that if the patient lowered the stimulation, it didn¿t serve any purpose. When the patient got shocked, he felt pain in the back from the kidneys on down to the left to mid-hip. It was noted, the patient got shocked all the way down his left foot. The reporter noted that the patient¿s stimulation used to change when he changed positions. It was noted that it worked quite well but now when the patient was going thru the adjustment period, he got severe shocks off and on until it adjusted itself. The reporter noted that the pain the patient was suffering from prior to getting the implantable neurostimulator (ins) had returned. It was noted, the pain was in the lower back. The patient got his device adjusted on 2014 (B)(6) with the manufacturing representative and it was perfect at the time but it didn¿t last long. A couple of weeks after, it started ¿drifting off again.¿ it was noted, the patient had not notified the health care professional about this yet. The reporter noted, the patient had not tried making adjustments with his patient programmer yet other than increasing and decreasing it. It was noted, the patient had not had any falls or trauma. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.